Event description:
At the end of a procedure, the doctor noticed that the plastic trocar port was damaged at the distal end. The patient was examined thoroughly and no injuries were found and no foreign bodies were found within the patient. The trocar and heat source were sequestered.